Event description:
The following has been reported: upper case faulty. On off not working, keypad faulty. Device history record was reviewed but nothing linked to the reported event was observed. "Device log history was not reviewed because it is not provided." "The device was not returned to brézins for investigation as it repairs were carried out locally." The reported event was : "customer reported that on off not working, keypad faulty.". Additional information was received : customer did not allow to take back the defective part, hence our local technical service team repaired/replaced defective part at customer site only. Hence customer is satisfied with the service, as we have replaced defective spare from our stock. Hence, please close the complaint. On received video, we can found that "on off" key on the device is not responding. Unfortunately after several requests, no device/no log, replaced part was returned to brézins for investigation. Thus, we are unable to perform an investigation and identify or confirm a cause at the origin of the reported event. The reported event is confirmed by the video but the root cause remains unknown. An internal CAPA was opened for defective keyboard but as this event root cause is unknown it cannot be directly linked to it. If further information are provided we will re-open the complaint and pursue the investigation." This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action. Reporting as a conservative measure. No adverse effects were reported.